Event description:
Related manufacturer reference number: 3006705815-2023-05207, 3006705815-2023-05209. It was reported that the patient experienced an infection at the lead and ipg site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection at the lead and ipg site was reported to abbott. As a result, the scs system was explanted. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.